Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored and function properly noted. No excessive no delivery alarm and no unexpected battery power loss alarm during testing. Device received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 547 mg/dl and their insulin pump alarmed multiple battery-out limit after replacing the battery in a timely manner. The customer experienced blood glucose level of 414 mg/dl, 425 mg/dl and 495mg/dl. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.